Event description:
It was reported that the tip of the screwdriver is broken. This report is for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a product development evaluation and three of the blades were broken off the tip. One was broken at the base of the blade where it transitions to the shaft and the blade opposite it was still intact, but bent slightly in the direction of loosening a screw. The other two were broken off approximately half way between the base and tip of the blade, and the tip of each of those was bent in the direction of loosening. There was brownish discoloration around the etching on the shaft. The design is adequate for the intended use. The condition of the tip indicates that the driver was used off-axis with excessive torque which contributed to the breakage. This complaint is invalid from a design standpoint.